Event description:
It was reported that a froze on wire occurred. The 70% stenosed target lesion was located in the anterior tibial artery. A 2.5mm x 100mm x 150cm coyote balloon catheter was advanced for dilation. However, the balloon and a non bsc guidewire was stuck firmly inside the patient's body and cannot be withdrawn. Both devices were removed together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Returned product consisted of a coyote balloon catheter with an unidentified guide wire in the lumen. The balloon is loosely folded. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The tip is damaged. The unidentified wire was measured to be a 0.014 inch guidewire. The inner shaft is buckled under the manifold and strain relief preventing the wire from moving. The device was soaked in a warm water batch for 1 week. The wire was able to be removed after being soaked with little restriction due to the buckled shaft. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a froze on wire occurred. The 70% stenosed target lesion was located in the anterior tibial artery. A 2.5mm x 100mm x 150cm coyote balloon catheter was advanced for dilation. However, the balloon and a non bsc guidewire was stuck firmly inside the patient's body and cannot be withdrawn. Both devices were removed together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.